Event description:
A customer reported experiencing a malfunction with their pump. Customer¿s blood glucose (bg) level was 411 mg/dl as measured by a blood glucose meter. Technical support provided the customer with information to reset the pump, which resolved the malfunction, and no further issues were reported. Customer may continue to use the pump.